Event description:
It was reported that during implant, the surgeon prepared the right atrial (ra) lead and inserted it into the lower part of the right atrium through the sheath, replaced the blue curved steel wire and pulled it to the atrial appendage. Left anterior oblique (lao) and right anterior oblique (rao) confirmed that the anatomical position was good. After connecting the test line, the sensing value could not be measured. The sensitivity was adjusted, yet the sensing value could not be measured. After adjusting the position several times, including using different shapable steel wires to adjust to different positions for testing, no sensing value could be measured. The ra lead was attempted, not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.